Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the pacemaker had premature battery depletion. Engineering analysis showed that the pacemaker's average power consumption has been increasing and the longevity estimate was decreasing. Further, this pacemaker was malfunctioning. This pacemaker was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. [Isual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.